Event description:
It was reported that the tip of the micropituitary was broken. It is unk if the tip broke during the procedure.

Manufacturer narrative:
Device was returned to the MFR for evaluation. Visual macroscopic exam shows that the tip of the dynamic shaft is broken from both sides. Pin does not appear to be damaged. The center sliding post appears to be bent and has come off of slot. It appears that the instrument was subjected to excessive load which may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.